Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Patient stated "the lead was faulty". Followup information received reported upon device interrogation, the rv lead impedance was high, there were 1000 short v-v intervals, and "a bunch of" non-sustained vt episodes that were determined to be noise on the egm. The lead was replaced. No patient complications have been reported as a result of this event.